Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was 230 mg/dl and a bolus via the pump was delivered to address the bg level. As the occlusions had occurred in the past, troubleshooting to determine a possible cause of the occlusions was unable to be performed. Reportedly, the customer had been using humalog in the cartridge for approximately 3 days.